Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). The set was in the original package and placed on machine for priming and run with no alarms noted. Set was tested underwater at 8 psi with no leak noted. No manufacturing abnormalities were noted during visual inspection. The complaint could not be confirmed in the lab and the cause was undetermined. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through CAPA: (B)(4).

Event description:
A customer contacted baxter's technical service center regarding the home choice (hc) system error 2240 (air in line) this system error occurred during dwell 4 of 4. The technical service representative (tsr) assisted the home patient (hp) as the hp was still connected. The tsr asked if any bag come undone and per the hp, no. The tsr explained the alarm and helped the clear the alarm by turning the hc off/on. The patient was involved but there was no patient injury or medical intervention reported. Baxter contacted the caregiver on (B)(6) 2011. The caregiver stated the following: nothing was seen that would have caused the alarm and using new supplies from another box cleared the alarm. The sample was discarded but a companion sample was available and requested with lot number h11e21036. No patient injury or medical intervention was reported.